Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Based on the provided details we are not able to determine the exact cause of failure. It is possible that contact with other metallic materials: e.g. Bent guide wire, led to an instantaneous application of mechanical overload and hence to the breakage of the drill tip. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2012 of the distal radius, a drill bit broke while drilling. The drill bit broke over the k-wire into small fragments. Some pieces could not be removed and remained in the patient. Surgical plan needed to be altered. This is 1 of 1 reports for this event.